Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31445218l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation and the patient experienced heart block that required pacemaker implantation. During the procedure, a cardiac block occurred. The procedure was completed after puncture of subclavian vein and a temporary pacemaker lead placement. The patient left the room. A pacemaker implantation will be performed. Patient required extended hospitalization. Patient fully recovered and has been discharged from the hospital. The physician's comment on the relationship between the event and the product was that the confirmation of capture to his was insufficient. There were no abnormalities observed prior to or during use of the product.